Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff observed arcing coming from the tip of the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. The tip cover accessory was replaced to successfully complete the planned procedure with no pt harm, adverse outcome or injury reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument have not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument or accessory are returned for eval, a follow-up MDR will be submitted.